Event description:
It was reported that there was a gap in connector where cable from device is connected to patient interface which generates an error message "lost contact with patient interface (using cable). System asked if user wanted to connect wireless". There was no patient impact.

Manufacturer narrative:
H3: analysis of the device was completed and concluded that could not reproduce the customer complaint of connection issue, used the pi, console and cable send by customer for testing. The device/batteries are more then 2 years old and only need a preventive replacement. During batteries replacement also the connector was checked for physical dammage and there were no problems found. Continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: nim4cm01, serial/lot #: (B)(6) , UDI#: (B)(4). H3: analysis of the device was completed and concluded that the customer complaint could not be confirmed, could not reproduce the problem during testing, used the customer pl and cable and did not get any errors. The specific connector on the pmb board was checked physicaly, but didn't see any connection issue. Replacing the pmb board where the connector is on proactive. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.